Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that while the user was handling the subject device, image blacked-out with error message e216 due to damaged charged coupled device. The event can be [detected/prevented] by following the instructions for use which state: "important information ¿ please read before use. Precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning. Follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting. If any irregularity is observed during the inspection described in chapter 3, 'preparation and inspection', do not use the endoscope and solve the problem as described in section 5.2, 'troubleshooting guide'. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, 'returning the endoscope for repair'. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, 'withdrawal of the endoscope with an irregularity'.". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. In addition to the reportable malfunction of e216 error and screen blacking out, the evaluation found a non-reportable malfunction of angle wire longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation that during up angulation on a bronchovideoscope an e216 error occurred and the image blacked out. There were no reports of patient involvement.